Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.